Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer lost consciousness and was admitted to the emergency room. The customer was subsequently hospitalized with a blood glucose (bg) level of 320 mg/dl. The customer was unsure of the cause of the elevated bg but alleged a belief that the infusion site could possibly have been compromised, as the customer mentioned having scar tissue at the infusion site which could have impacted insulin delivery. The customer was unable to provide more specific information regarding the treatment received while hospitalized. Upon follow up, it was reported that the customer was released from the hospital on 5/30/2018 with no permanent damage sustained.